Manufacturer narrative:
The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a unknown side rupture. Device was explanted.

Event description:
Additionally, healthcare professional reported the rupture occurred on the right side. Device was discarded.

Manufacturer narrative:
Additional information was provided when the rga checklist was received stating that the rupture occurred on the right side. Additional information was received on email from the healthcare provider stating that the product was discarded. Additional information was provided and the device expiration date was received. Additional information was provided and the device manufactured date was received.